Event description:
Caller reported damage to pump housing surrounding the usb port. There was no adverse impact to the customer's blood glucose level, as the damage did not affect the ability to charge the pump. Customer planned to use mdi as backup therapy to ensure insulin delivery was not interrupted. Technical support instructed the caller on storage mode procedures for the pump prior to returning it, and a pre-paid label was provided for the return of the pump within ten days. Replacement pump was sent to customer following confirmation of shipping address.